Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of an overprime - leak out of patient line. A batch review could not be performed as the lot number is unknown. The complaint was not confirmed due to a lack of sample and no root cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding questions about prime, which occurred on the home choice (hc) during use. The care giver (cg) stated that the hc was primed but a few drops of solution come out of the top of the patient line. The cg wanted to know if the supplies were compromised. The technical service representative (tsr) explained that the cap on the patient line was vented to allow the air to escape and sometimes a little solution would come out. The tsr explained that the supplies were fine. The tsr asked the cg if the tip of the patient line was lower than the level of the top of the heater bag and it was. The tsr explained the gravity prime. The cg understood the explanations and the hp was ready to connect and begin therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.